Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium prime non-detachment during a procedure. The patient was undergoing embolization for an unruptured, saccular aneurysm in the middle cerebral artery. The aneurysm max. Diameter was 6x6mm with a neck diameter of 2.5mm. Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. During the procedure, the microcatheter was navigated to the lesion. The axium prime was delivered with resistance from the introducer sheath to the end of the echelon 10 microcatheter. It was reported that "many attempts were made to deliver the coil normally" without success. One attempt was made to manually detach the coil and no attempts were made with an instant detacher. The coil was not detached and was removed from the patient. Afterward, four coils were placed using the same microcatheter without issue. There were no reports of patient injury in association with this event. The patient is reportedly stable.

Manufacturer narrative:
The axium prime coil was returned for evaluation. As received, the axium prime coil was found to be within the dispenser track and inside of the opened axium prime coil inner pouch. During evaluation, the axium prime coil was removed from the dispenser track. The pushwire was found to be bent at a section near the distal end within the introducer sheath. In addition, the axium prime implant coil appeared to be damaged within the introducer sheath. During testing the axium prime coil could not be pushed out from within the introducer sheath as resistance was encountered. Subsequently, the axium prime coil was pulled out from the introducer sheath. The axium prime coil could not be used for resistance testing with an in-house microcatheter due to its damaged condition. An in-house instant detacher was selected for use in detachment testing. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The instant detacher was then used to successfully detach the axium prime coil on the first attempt. Based on the axium prime coil analysis and on the event description, the report of axium prime coil resistance in sheath and non-detachment were confirmed. The axium prime coil could not be pushed out from the introducer sheath as resistance was encountered. In addition, the axium prime coil was returned for evaluation with the implant coil still attached to the pushwire. The customer reported no difficulties pushing the axium prime coil out from the introducer sheath during the hydration process. In addition, the customer reported no damages to the axium prime coil at that time. It is possible that the axium prime coil became damaged during or following the hydration process. The damages to the axium prime coil likely led to the difficulty pushing the axium prime coil out from the introducer sheath, and subsequently through the echelon microcatheter. Although the customer reported attempting to detach the axium prime coil by the manual method of detachment (via hypotube), the pushwire was found to be intact distal to the break indicator. The failure of the customer to correctly break the pushwire distal to the break indicator led to the non-detachment of the implant coil from the pushwire. The implant coil successfully detached from the pushwire on the first attempt during testing with the use of an in-house instant detacher. Per the axium prime coil instructions for use (IFU), the user is instructed to utilize the manual method of detachment if there is a failure to detach the implant coil with the use of two instant detachers. It could not be determined if the axium prime coil met specifications due to its damaged condition; however, all coils are 100% inspected for damages and irregularities during manufacture. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.